Event description:
No additional information.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: eclipse. Device failure: needle coring.

Manufacturer narrative:
Investigation codes added.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batches. Current control there is a visual inspection on hook point, damaged needle and needle point blunt at the in-process inspection per mfg-043/I. Actual root cause could not be determined as actual sample was not returned investigation. The complaint will be re-opened and re-investigated when sample is received.

Event description:
It was reported that bd needle eclipse 18x1-1/2 rb needle coring, it was reported by customer that coring of vial with bd eclipse needle. Verbatim: coring of vial with bd eclipse needle.